Event description:
On 11/19/93, an IV was started in the infant's right foot and was removed after 2 hrs and 15 mins when the site was noted to be swollen. When the opsite dressing was removed, the first layer of skin came off with it. The site was noted to be blue in color. Tpn was infusin at 3 cc per hr. Wydase was given at the site. Silvadene cream was ordered a plastic surgery consult was called the following day. Infant has received range of motion exercises to the extremity and the "burn" appears to be healing rapidly. There have been no add'l sequalae such as infection or contractures. The infusion pumps used on this infant have been isolated and the ph of the solution with additives has tested normal. Because the pumps are new, it was first suspected that the problem was device related but nicu director now suspected IV infiltration. On 11/23/93, between 0930 and 1000, all three infants were noted to have small white particles in the tubing of the tpn being administered to piv sites. Both co's infant's IV's were removed. Carter IV sit was patent without problems. Infants were switched to d10w until new tpn was available. All three bags of tpn with tubing was sent to pharmacy for eval. Lot #'s of tubing were sent to co qa dept and add'l tubing with the same lot number was removed from the pharmacy. On 11/30/93, piv at 21.5 cc per hr tpn was started on this infant at 0300 in right foot and viewed hourly. Site was noted to be swollen at 0600. When IV was removed, a 3 by 3 cm dark brown area was observed. Wydase and silvadene ordered for the site. On 12/1, area around site remains reddened with small dark area. There was no excoriation of the skin. No other treatment or consult ordered related to the site. The use of this co's new pumps and tubing began on 11/8/93. There were no problems noted during the trial month (september) or in the first nine days of use. There have been no increases in the incidence of IV chemical burns reported at hosp which has the same med dir and uses the same protocol. The nicu dir investigated all the variables: tpn solution, tubing, pumps and technique. It is her opinion that the problems encountered are most likely an aberration and not related to any of the above factors. The sites were new and were being checked hourly as required in the protocol. Add'l ser #209221fg.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 5.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.